Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿the buretrol tubing broke just before the distal hub of the intravenous catheter." No report of patient harm was received.